Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of discoloration and swelling of extension tubing is confirmed but the exact cause is unknown. Two photo samples of a dialysis catheter were returned to bas for evaluation. Both sets of extension tubes show swelling near the hub. There is white, cloudy discoloration in the areas where the tubes are swelled. The second photo shows residue within the tube and on the outer surface of the bifurcation hub that appears to be blood. Based on the information and photo samples provided, some possible contributing factors include material degradation, incompatible cleaning solutions, and prolonged exposure to cleaning solutions. The complaint of discoloration and swelling of the extension tubing is confirmed but the exact cause is unknown. The IFU states ¿warning: alcohol should not be used to lock, soak or declot polyurethane catheters over time with repeated and prolong exposure.¿ and ¿clean the exit at each dialysis treatment with chlorhexidine gluconate unless contraindicated. Apply antiseptic per manufacturer¿s recommendation. Allow to air dry completely.¿

Event description:
Sales rep reported to ms&s that their customer has noticed several instances where equistream catheters have a discoloration and swelling of the lumens. The sales rep indicated the facility is using alcavis solution to clean the catheters and he was asking if that could possibly be the cause. Sales rep indicated that this issue has only arisen recently; the facility has used this solution with this catheter for a long time without any issues.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Sales rep reported to ms&s that their customer has noticed several instances where equistream catheters have a discoloration and swelling of the lumens. The sales rep indicated the facility is using alcavis solution to clean the catheters and he was asking if that could possibly be the cause. Sales rep indicated that this issue has only arisen recently; the facility has used this solution with this catheter for a long time without any issues.